Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the elevator fractured during an extraction. There was no impact to the patient or procedure as the fractured piece was removed with suction and a back-up instrument was available. The delay was less than five minutes.

Manufacturer narrative:
(B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. A follow up report will be sent upon completion of the device evaluation. Were updated based on the receipt of the device for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows signs of moderate wear. Upon inspection, it can be seen that the tip is chipped. The complaint is confirmed. Investigation results concluded that the reported event was due the product experiencing forces in excess of what it was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The instructions for use (IFU) for this product states in the section titled warnings and precautions: avoid undue stress or strain when handling or cleaning instruments. Device evaluated by manufacturer. (B)(4).